Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H11 additional narrative: corrected: d4 (primary UDI number).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when opening the final head implant, they opened a box that was labeled 32+1 on the outside. However, upon inspection the stickers within said box were for a 32+9 head with the wrong lot and reference numbers. The actual implant itself was a 32+1.implant was labeled ref 1365-32-310 lot 4451959. The sticker, which was wrong read ref 1365-32-330 lot 4452277. No issues outside the wrong sticker causing some slight confusion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Product description: delta cer head 12/14 32mm +1 product code: 136532310 lot no: 4451959 quantity of manufactured: (B)(4) date of manufacturing: 29-apr-2024 expiry date: n/a as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: delta cer head 12/14 32mm +1 product code: 136532310 lot no: 4451959 quantity of manufactured: (B)(4) date of manufacturing: 29-apr-2024 expiry date: n/a device history review a manufacturing record evaluation was performed for the finished device [lot: 4451959] number, and no non-conformances / manufacturing irregularities were identified.